Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that normal saline or distilled water leaked from the balloon of the catheter.

Event description:
It was reported that normal saline or distilled water leaked from the balloon of the catheter.

Manufacturer narrative:
The reported event was confirmed. There were no obvious defects of the device during the evaluation. A leur lock syringe was used to attempt to inflate the balloon. The balloon inflated with about 20cc of water before the leak began. Water leaked out of the irrigation lumen through the irrigation eyes. A small amount of water was retained in the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 15cc balloon: use 20ml sterile water. 20cc balloon: use 25ml sterile water. 30cc balloon: use 35ml sterile water. 40cc balloon: use 45ml sterile water. 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations."